Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device had no telemetry upon return. The device case was opened to facilitate analysis of the internal components. Electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This anomaly resulted in fc 1003 pre-implant and interrogations being unsuccessful.

Event description:
This supplemental report is being filed to include device analysis information.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this device exhibited premature battery depletion consistent with that of a recorded 1003 due to cold temperatures. This device was not implanted and returned for analysis. No patient involvement.